Event description:
A core lab interpretation of the 10-month post-procedure CT scan indicated that a kink was seen in the renu graft. The male pt underwent the aaa repair in 2005. No further info is available at this time.

Manufacturer narrative:
Evaluation: still under investigation.